Manufacturer narrative:
The condition of failure 27 was confirmed through the evaluation due to fluid intrusion in the slide clamp sensor and a damaged safety slide clamp. The safety slide clamp assembly was replaced. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump with failure code f-27 was confirmed by service. The cause of the reported condition was not identified. The device was returned to the customer with no repairs made.

Event description:
During device evaluation by baxter on a flo-gard 6201 infusion pump, when the pump was run at a rate of 125ml/hr, failure 27 occurred each time. No patient injury or medical intervention had been reported related to this device. No additional information is available.